Event description:
Reportedly, a valve (size unknown) was explanted due to aortic stenosis. Customer reported that perimount 2900j was implanted some years ago. Details regarding implant are unknown. In 2010, the patient was in bad shape suddenly. On (B)(6) 2011, perimount 2900j was explanted for aortic valve replacement (avr) to correct severe aortic stenosis (as). The patient's pulmonary artery pressure before surgery was 100mmhg and mean pressure gradient 120mmhg. Customer commented the explanted valve was not a calcified leaflet as they often see. While any abnormality was not visible on the leaflets by visual inspection, only one leaflet was opening and closing approximately 1 - 2 mm and the other 2 leaflets remained closed and did not move. Ats valve ap360 (18mm) was implanted as a replacement. Mitral annuloplasty (map) with physio ii 5200m28 and tricuspid annuloplasty (tap) with cosgrove 4600g28l were also performed. Customer commented that this explant was device related, but the patient may have some factors to cause the valve to calcify which had never been thought of as a factor scientifically. Also, there might be some possibility that somehow antibiotic administration affected the valve. The patient had received antibiotic therapy on suspicion of infective endocarditis (might be pve) at cardiovascular internal medicine in 2008.

Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: serial number is unknown. DHR cannot be done until the serial number is known. There is no additional patient information available. Device is to be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: (B)(6) 2011, it was learned that the implant date was (B)(6) 2005 making the implant duration of this device 73.3 months (approximately 6 years and 1 month). At (B)(6) 2011, the serial number for this device remains unknown. The customer does not have this information. The only information the surgeon willingly shared was the patient's age at time of implant which was (B)(6). The device will not be returned for evaluation as it will be discarded by the hospital after their pathology tests have been completed. In (B)(6) 2008, infectious endocarditis was suspected because the patient presented with a high fever. Patient was seen by an internist (name and hospital is unknown). The test results were found to be negative. However, some antibiotics were administered. The surgeon had no knowledge as to which antibiotics were used only "few different". Conclusion: the explant surgeon suspected the valve was partially calcified. However, this statement was made from a visual inspection only and has not been confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. With no available patient history and without return of the device for evaluation or the hospital pathology reports, we are unable to conclusively determine the root cause for explant of this device. Implanted date: (B)(6) 2005.